Event description:
The customer reported obtaining zero or negative total bilirubin patient results, for multiple patients, involving the beckman coulter au640 clinical chemistry analyzer. Subsequent repeat of the patient samples on either the same instrument or on a beckman coulter au400 clinical chemistry analyzer produced results within the normal range. The erroneous results were reported out of the laboratory but there is no report of change or affect to patient treatment in connection with this event. The customer issued five (5) corrected reports for total bilirubin and three (3) corrected reports for creatinine. The customer performed w2 maintenance protocol for troubleshooting and protocol, but observed eight failing cuvettes. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone but the issue was not resolved. The customer reported not being able to obtain passing total bilirubin quality control (qc) results. The customer currently runs the system monitoring solution (sms) qc and have not had any sms qc failures. The samples were collected and sampled from a serum-separating tube (sst).

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and determined that there was dripping from the r2 probe and proceeded to replace the preheat block and its tubing to resolve the leak. Results: failure mode of the event is attributed to a preheat block failure which caused fluid to drip at the r2 probe.